Event description:
In 2008, the lay user/patient contacted lifescan alleging that her one touch ultra had missing segments on the display. She stated that the display issue started on two weeks earlier. At an unspecified date/time, she developed symptoms of dry mouth, headache, and feeling tired. On ten days prior to original date at 7am, she went to the emergency room because she had these symptoms. She did not provide blood glucose results obtained on another device, but did indicate that she was treated with humulin 70/30 insulin in the emergency room. The medical affairs specialist attempted to contact the pt by phone for more info but the pt was not available. It would have been helpful to know how often the pt tests her blood glucose levels, when she last successfully obtained a reading on her meter, when she developed her symptoms, and if she made any changes to her diabetes care regimen as a result of the display issue. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms during the time she had the display issue with her meter. She further notes that she was treated with insulin at the hosp after experiencing those symptoms. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.